Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 260 mg/dl.